Event description:
The "m1 I" flowrider plus 1.5f flow directed micro catheter was used for infusion of liquid embolic material (onyx) during a bavm. Following repositioning of the catheter into a large pedicle (duration 2-3 minutes without injection), the catheter ruptured upon further injection of onyx. The onyx was deposited in the petrous carotid artery and resulted in complete occlusion of the ica. The pt had no neurological consequences.